Manufacturer narrative:
The reported events were dislodgment, over sensing, and inappropriate shock. As received, a complete lead was returned for analysis. With the helix extended and covered with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although the inner coil was over torqued at the connector region that could have contributed to helix issues reported in the field. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of over sensing and inappropriate shock were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic after receiving a shock. It was noted that ventricular oversensing and inappropriate shock was observed on the right ventricular (rv) lead. The rv lead appeared to have dislodged. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgment, over sensing, and inappropriate shock. As received, a complete lead was returned for analysis. With the helix extended and covered with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although the inner coil was over torqued at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of over sensing and inappropriate shock were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction: section h11: analysis narrative updated. The comment "that could have contributed to helix issues reported in the field" was added in error and removed as there is no field report of a helix issue. Correction: section h6: investigation conclusion code should have been " no problem detected" instead of "unintended use error caused or contributed to event".